Event description:
It was reported to philips that the system did not bootup, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) visited onsite and confirmed system did not bootup. Upon reviewing the logfile, the fse suspected the problem was related to the ip pc. Upon troubleshooting fse found flex vision pc was missing from the downloaded board software list, but software installed were unsuccessful. Fse connected an external monitor to the flex vision pc but was not progressing and failing to boot. Fse found hdd firmware issue. Fse then installed the pc back into the system and attempted to start it up again, but it failed. The cause of the flex vision pc failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced pc and new hdd was installed. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.